Event description:
It was reported that a health care professional (hcp) contacted technical services (ts) and requested review of a stored ventricular fibrillation (vf) episode from this implantable cardioverter defibrillator (ICD). Review of the stored episode noted the episode began with a premature ventricular contraction (pvc), followed by an atrial pace, sensor rate pacing, then a ventricular pacing on a t-wave that put the patient into vf. The device successfully treated the vf with shock therapy. Further review of stored device memory noted this behavior to have occurred in the past. Ts discussed potential programming options. This device remains in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.